Manufacturer narrative:
H6 updated. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, it was identified that it was inadvertently omitted from the previous report. Recaptured codes on h6 (medical device problem code).

Manufacturer narrative:
Investigation summary: reported loss of placement signal and controller error alarm were caused by aic software anomaly.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller. Another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted in a 40-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. Upon initiation of support, placement signal (ps) and left-ventricular (lv) waveforms were not present. The console subsequently displayed a controller-error alarm. The automated impella controller (aic) was exchanged, after which the impella functioned normally without further issues. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Event description:
Additional information has been provided upon request: "frequently alarming "in aorta" despite multiple transthoracic echocardiograms (tte) showing pump in excellent position. Decision made to disable placement alarms. Team aware to do frequent ttes for positioning and to trend out motor current and flows." "That patient remains on support so data can not be downloaded."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.